Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The presenting electrogram (egm) showed undersensing on the rv lead. It was recommended to have the rv sensitivity increased. The device remains in service. No adverse patient effects were reported.